Event description:
It was reported that during a procedure to treat a de novo lesion in the mid circumflex with mild tortuosity, heavy calcification and 80% stenosis, pre-dilatation was performed. A 2.25x23 rx xience v stent delivery system (sds) was advanced but could not cross the lesion. The 2.25x23 rx xience v sds was withdrawn from the patient anatomy and a non-abbott stent was implanted. Reportedly, a 2.25x8 rx xience prime sds was advanced in an attempt to cover the distal portion of the circumflex; however, resistance was felt during advancement through the distal part of the non-abbott stent, force was applied, but the sds could not advance through the previously implanted stent to the distal circumflex. While the 2.25x8 rx xience prime sds was being withdrawn from the patient anatomy, resistance was felt with the non-abbott implanted stent, force was applied and the stent dislodged from the balloon inside of the artery. A trek balloon was advanced beside the dislodged stent and crushed the stent to the vessel wall. An unspecified balloon was used to treat the distal portion of the circumflex. The patient was reported to be okay and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Distal to stent; excessive force; against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. It was reported that force was applied when resistance was met during advancement and withdrawal, which likely caused the stent implant to become disrupted on the balloon and dislodge. It should be noted that the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.